Event description:
Tip of suture needle broke off and fell into operative site. Surgical technologist found in the field and retrieved it. We saved the needle, the tip that broke off and the suture package. It was a 2-0 vicryl sh ref; vcp417, lot 10dcu4.